Event description:
It was reported that upon interrogation this implantable cardioverter defibrillator (ICD) was found to be in safety mode. The patient also reported receiving two shocks from the device, although the physician was unable to see the episodes. Replacement will be scheduled as soon as possible, and the device will be returned for analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that upon interrogation this implantable cardioverter defibrillator (ICD) was found to be in safety mode. The patient also reported receiving two shocks from the device, although the physician was unable to see the episodes. Replacement will be scheduled as soon as possible, and the device will be returned for analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
Please refer to emdr report number: 2124215-2024-32767 for additional MFR narrative details.

Event description:
It was reported that upon interrogation this implantable cardioverter defibrillator (ICD) was found to be in safety mode. The patient also reported receiving two shocks from the device, although the physician was unable to see the episodes. Replacement will be scheduled as soon as possible, and the device will be returned for analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Further investigation determined the incorrect device serial number was reported by the field. With the correct serial number, it was also determined complaint (B)(4) is a duplicate to this case. The referenced device was explanted and received by the boston scientific post market quality assurance laboratory, and analysis is currently in progress. The results of the investigation, including the laboratory analysis results, will be reported under complaint (B)(4)(emdr report number: 2124215-2024-32767).